Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 8fr angio-seal vip device was returned for product evaluation. The hemostasis sheath, arteriotomy locator, guidewire and header bag were returned along with plastic tray. Visual inspection revealed that there was no outward damage or deformation noted with arteriotomy locator, guidewire and hemostasis sheath. The distal tip of the locator was examined under the microscope and no anomalies were noted. No kink or bend was observed at the blood inlet holes of the locator. No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the arteriotomy locator was measured be 0.106'' which was within the specification of 0.106" +0.002/-0.001. The outer diameter of the sheath was measured to be 0.128'' which was within the specification of 0.128" +/-0.005". All measurements were within the manufacturer's specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during a percutaneous coronary intervention procedure, the nurse found that the arteriotomy locator was kinked after opening the angio-seal package. The patient was in stable condition. A second angio-seal vip device was used to complete the case. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product.